Manufacturer narrative:
The information provided in this MDR represents known information at this time. No lot code information was provided and therefore an investigation could not be completed at this time. Kimberly-clark has reached out to the reporter to request further consumer information including product information and situational details.

Event description:
The information provided was for a u by kotex sleek regular tampon that came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced vaginal irritation, and that the consumer went to a physician for treatment.